Event description:
Complainant alleged that while attempting to confirm the death of a female pt, the device's screen turned completely white and was illegible. Complainant indicated that the pt had expired and they were using the device to confirm death, and it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.